Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to cross-threading of the nail when attached to inserter caused by improper surgical technique.

Event description:
It was reported patient underwent a femoral fixation procedure on (B)(6) 2015. During the procedure, the nail became dislodged from the guide when the surgeon attempted to reposition it was unable to reload the nail. A shorter nail was utilized to complete the procedure. A 30 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "correct handling of implants is extremely important." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.